Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that on the first day of ilet pump use the patient experienced a low blood glucose event, with a nadir of 46 mg/dl, after announcing a normal meal when glucose was 71 mg/dl; the device issued low glucose alerts, and the patient self-treated with oral glucose and received troubleshooting and education on treating lows and timing meal announcements. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included resolution of hypoglycemia with oral glucose and no medical intervention or hospitalization. Investigation included review of device logs and user report. Investigation of this case revealed no device malfunction and that the cause of the hypoglycemia remained unclear, with early adaptation of automated insulin delivery and meal timing likely contributory. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.